Event description:
Reportedly, a re-intervention was performed because of the threatening perforation of tissue pocket due to the high pressure of the device. The subject ICD was explanted. The patient also suffered from an endocarditis that was resolved in hospital.

Event description:
Reportedly, a re-intervention was performed because of the threatening perforation of tissue pocket due to the high pressure of the device. The subject ICD was explanted. The patient also suffered from an endocarditis that was resolved in hospital.